Event description:
New colleague pump programmed to run magnesium sulfate at 25 ml/hr -50 ml to run over 2 hours. Pump programmed correctly and verified by second nurse. One half hour later, nurse checked on medication and it was completely run in. Pump settings verfied, and were correct. Pump runs fluid at fast drip rate despite programming. Medication given fast.